Event description:
"The plastic-metal piece isn't working." Reporter states that its being used at the hosp on several pts and "it isn't any good." "It needs to be pulled off the market!" Reported says piece should be replaced by the titanium one from stryker of minnesota. Rptr states that the plastic/metal piece causes swelling in the leg and "that's enough info."